Manufacturer narrative:
(B)(4). The customer noted the water tank in the lab had been switched out, and two line flushes had been performed. The customer performed additional procedures to change the water bath and flush all lines (x4) while waiting for the abbott field service representative (fsr), who was not needed. The customer noted that the discrepant results issue was resolved by flushing the lines and changing the water in the water bath. The likely cause of the results issue was the compromised water quality during the customer switching from the old to the new water tank. The architect system operations manual (revision 96211-112) and the carbon dioxide package insert (30-3634/r2) both contain information to address the customer's current issue. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. Method: review of complaint tracking and trending. Results: user switching from old to new water supply tanks.

Event description:
The customer states that clinical chemistry co2 values for both controls and patient samples are trending low. Controls start out as expected in the morning, but trend low as the day progresses. This issue seems to have coincided with the switching out of the architect c8000 analyzer's water tanks. Corrected reports were issued as needed. The customer provided the results for one patient sample that generated an initial co2 result of 17 mmol/l that retested at 26 mmol/l on an architect c16000 analyzer is the lab. The customer's normal reference range is 23 to 29 mmol/l. There is no impact to patient management reported.